Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that last year patient had a relapse of "cipd" and was in the hospital. Patient was unconscious and the local hospital turned the device off so they could do an MRI. Patient said ever since the device was turned back on it hasn't worked right. Patient has been struggling for about a year now and the tremors are worse than they were before the dbs was implanted. Patient can't eat, brush their teeth or dress themselves because the tremor is so bad. Patient said they have been to the managing hcp 2-3 times since the stim was turned back on after the MRI. Patient said the hcp will adjust the device and it might work for a day. Patient said the tremors started just a little bit and are getting worse and worse. Patient said they have an appointment to go back to the managing hcp soon. Patient said the hcp suggested the patient turn stim off at night. Patient works at all hours of the day. Patient said if they turn stim off at night they have to wake up their wife to help them turn stim back on. Patient broke a tooth trying to brush their teeth because the tremors are so bad. The patient was redirected to their healthcare provider to further address the issue.